Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was isolated to a shorted c10 capacitor on the computer/analog pca and a defective d1, l1, and l2 component on the ca board the root cause for the shorted c10 capacitor and the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.